Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The root cause could not be determined as engineering was unable replicate the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Event description:
Laparoscopic cholecystectomy - "the clip applier was inserted to clip the cystic duct. The first clip misfired, coming out of the jaws at an angle. There was not full clip closure and the clip was removed. A second clip was placed around the cystic duct; this clip deployed straight, but did not close completely. The surgeon then was able to fire one clip successfully. The following clip (4th clip) performed the same way as the 2nd, not closing completely. The surgeon pulled the clip applier off the field and opened an ethicon 5mm. The clips are not scissoring; they are not securely closing around the duct." Intervention: "opening a competitive clip.". Patient status - "normal."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.